Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that in the operating room, the interior storage of the pressure washer (pulsavac) has been modified; the long nozzle is no longer fixed and is now mixed in with the cables, with no cap to hold it in place. It fell twice during sterilization, packaging problem. Another device was used to complete surgery. The customer never mentioned that the detached piece had come into contact with the patient but that it had fallen from the packaging. There was no medical intervention. It was unknown if there was patient harm or surgical delay. Due diligence is in progress. To date, no new information has been received

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: a3, b4, b5, d2, g1, g3, g6, h1, h2, h6, h10, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
The patient was not impacted by the long tip that fell out or been in contact with him. There was no patient harm. There was a slight extension of the intervention time (10min). Due diligence is complete; there is no additional information available.